Manufacturer narrative:
Initial reporter: the contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that two torque limiter devices were "just running around and not making any click sound." According to the reporter, the screws were tightened without the torque limiters. There were no delays to the surgical procedure. It was not reported if a spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the tool couplings were loosened and out of place which suggested that torque limiting attachments were used for unscrewing. There were signs that inappropriate tools were used on the transmission shafts. The assignable root cause was due to improper maintenance and mishandling. If additional information should become available, a supplemental medwatch report will be sent accordingly.